Event description:
It was reported that tis inflatable penile prosthesis (ipp) could not be activated due to fluid loss and a collapsed pump. A surgical procedure was performed to remove and replace all the components. There were no patient complications reported.